Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Microscopic inspection of the instrument revealed that the jaws were misaligned. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misaligned jaws condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was still able to squeeze the handle and the jaws were able to close but the clip tilted when fired. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.